Manufacturer narrative:
As received, only the connector end of the lead was received for analysis. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Insertion test was performed, and the lead was able to be inserted/removed with no difficulty. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16591. It was reported that the patient presented for device change out procedure. During procedure, the pacemaker's atrial set screw was stripped. The physician was unable to disengage the set screw using multiple hex wrenches. The physician tried to manually break the mechanism to release the right atrial lead but was unsuccessful. The right atrial lead was cut, capped, and replaced. The patient was stable.